Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 10/2.50 flextome(tm) cutting balloon(tm) was selected for treatment of a severely calcified lesion. During procedure, it was noted that the balloon ruptured at nominal pressure. The procedure was completed with a different device. There were no patient complications and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The unit was attached to an inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole 3mm proximal of the distal markerband. A visual and microscopic examination observed no damage to the tip, blades, or markerbands. All blades were present and fully bonded to the balloon surface. The hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10/2.50 flextome¿ cutting balloon¿ was selected for treatment of a severely calcified lesion. During procedure, it was noted that the balloon ruptured at nominal pressure. The procedure was completed with a different device. There were no patient complications and the patient's condition was good.